Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a fall back in september and the stimulation had not been right since then. The patient had x-rays and the leads had moved. The health care professional (hcp) was going to do a lead revision, and it was stated that the surgery would hopefully be at the end of (B)(6). The patient was not feeling the stimulator like they had in the past. Impedances were tested and were normal. The manufacturer representative tried to reprogram the patient, but they were unable to provide the stimulation that the patient wanted. According to the manufacturer¿s records, one of the leads was explanted on (B)(6) 2016. Additional information has been requested regarding the revision surgery date, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.